Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. The patient was noted to have experienced discomfort prior to shock delivery. Additional information was received that this patient experienced a ventricular tachycardia (vt) storm resulting in the s-ICD to be deactivated. A transvenous device system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. The patient was noted to have experienced discomfort prior to shock delivery. This device remains in service. No adverse patient effects were reported.